Event description:
Per report, "account: (B)(4) reported a quality complaint for 3 ea of item#: hud1389. The that the connection to the corrugated tubing is difficult to connect. This has been confirmed by me and (B)(6), the respiratory specialist, for this account. We could barely get the two piece connected after trying for approx. 5 minutes."

Manufacturer narrative:
Per report, "account: (B)(4) reported a quality complaint for 3 ea of item#: hud1389. The that the connection to the corrugated tubing is difficult to connect. This has been confirmed by me and (B)(6), the respiratory specialist, for this account. We could barely get the two piece connected after trying for approx. 5 minutes." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
Update to h3. Update to annex codes b, c, and d. Update to d9.